Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire body was examined. There were numberous kinks throughout the guidewire. The guidewire was partially in the lumen of the catheter with 169cm sticking out of the hub. The wire was unable to be removed from the catheter as the catheter was severely buckled. Product analysis confirmed the reported stuck guidewire. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12701. It was reported the catheter entrapment on the wire occurred. The target lesion was located in the calcified right coronary artery. After a 185cm stingray guidewire crossed the lesion, a 1.2mm x 12mm threader balloon catheter was advanced onto the stingray guide wire however; it was noted that the stingray guide wire got locked up with the threader¿ balloon and could not be removed. Both devices were removed as a unit and the procedure was completed with a new stingray catheter and a 14 non-bsc wire. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12701. It was reported the catheter entrapment on the wire occurred. The target lesion was located in the calcified right coronary artery. After a 185cm stingray guidewire crossed the lesion, a 1.2mm x 12mm threader¿ balloon catheter was advanced onto the stingray guide wire however; it was noted that the stingray guide wire got locked up with the threader¿ balloon and could not be removed. Both devices were removed as a unit and the procedure was completed with a new stingray catheter and a 14 non-bsc wire. No patient complications reported.